Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 14286407.

Event description:
It was reported that patient was experiencing discomfort with stimulation. High lead impedances were also noted and stimulation goes on and off. It was also reported that patient had two lead fractures. The fractured leads remain implanted in the patient's body and there will be no further course of action at this time.